Manufacturer narrative:
The investigation determined that results from a patient were mis-associated with an incorrect sid when using an engen laboratory automation system. The investigation determined that the engen laboratory automation system did not malfunction. The operator opened the engen centrifuge module without properly stopping it and removing all samples as instructed in the user documentation. In addition, the operator started the centrifuge module and released the module lock without removing all samples first, as instructed in user documentation. The assignable cause is user error. The operator was not following the engen centrifuge module instructions for use and the operator did not respond appropriately to the cross check error message. There was no evidence that an instrument related issue contributed to the event.

Event description:
The customer identified an event involving two samples for which the test results from sample a were mis-associated with sample b when using an engen laboratory automation system. This event meets potential health and safety criteria, as test results could have been associated with the wrong patient and mis-reported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. Incorrect test results for patient b were reported out of the laboratory. Once the issue was identified, the physician was notified of the incorrect results and corrected test results were sent to the physician. There was no allegation of patient harm as a result of this event. (B)(4).